Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient did not feel well. The patient's right arm felt tight and they experienced brain fog. The patient asked their spouse to take them to the hospital where her blood glucose was tested and the bg was 600 mg/dl while the cgm was 120 mg/dl. While at home before going to the hospital, the patient did not check a finger stick and it is unknown what the cgm was displaying. The patient was treated with long acting insulin. At the time of the report, the patient was feeling better but was still in the hospital for observation (although it was the following day after the event, the length of stay at the hospital is unknown). No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.